Event description:
It was reported that a patient presented remotely via merlin.net transmission. Analysis of the electrograms showed low level lead noise possibly due to emi or myopotentials. It was suggested to perform isometrics to see if signal is reproducible. Patient will be brought in for isometrics and testing.